Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 30 second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.